Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that with their initial implant, the implantable neurostimulator (ins) was placed on a nerve, which was causing pain. The patient stated that about 2 months after implant, the ins was surgically repositioned, which resolved the issue. No further complications were reported or anticipated.